Event description:
It was reported that the device dso is damaged. There was no patient involvement, or patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device software needs to be upgrade to version 1.6, and the downstream occlusion (dso) is damaged¿ was confirmed. Visual inspection found that the dso seal was delaminated, and the software was out-of-date. Replaced the dso seal and updated the software. Further investigation found that the upstream occlusion (uso) seal was buckled, and the motor odometer had reached 9,298,067. Replaced the uso seal, motor, ¿hub¿ gear, keypad and labels. Reset motor odometer to 0. Performed dso/uso sensor calibration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.